Manufacturer narrative:
Returned device analysis reveals the lead was received with the distal end cut off, only the connector end was returned, 37.8 cm long piece as measured from the connector proximal end. The partial lead is without ligature sleeve and no accessories. The connector appears to be in good condition. Blood was found everywhere on insulation with blood ingression around the coil throughout the entire length of the returned lead portion. Ingression point for the blood is the cut off location approx 37.8 cm from the connector end, as well as through the eight add'l large cuts into the insulation (at the 18, 20, and 21 cm distance from the connector end). The connector portion of the lead was tested with a multi-meter and it shows normal electrical resistance. There were no mfg rejects or anomalies recorded in the device history record. The lead passed all qa final inspection steps before shipping to the customer including electrical resistance tests. The reason for returned could not be confirmed. Product analysis report (B)(4) was completed on (B)(6) 2011. The event will be re-evaluated if add'l info becomes available.

Event description:
On (B)(6) 2011, the MFR received this lead; the customer reported this trial lead was explanted due to pt death. The customer received this lead on (B)(6) 2011. According to the report, the pt was found deceased in his bedroom on (B)(6) 2011. A request for analysis has been requested since it is not known if the device function was a factor in the death. The customers pacemaker that was connected to this lead was also explanted and returned to them. No add'l adverse pt effects were reported. The lead was actively implanted for approx 6 years, 1 month.